Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. A root cause could not be determined at this time. The affected final work order documentation and manufacturing were verified, and no deficiencies were found. As per manufacturing process, the units go through various inspections such as continuity test for the distal and proximal electrodes, for the wire insertion into the catheter tube and final continuity test.

Manufacturer narrative:
One swan-ganz pacing catheter was received by our product evaluation laboratory for a full examination. The report of "pacing catheter did not work" was confirmed. Continuity testing confirmed a full open condition of both proximal and distal circuits. Cut down of the catheter body was performed to expose the pacing lead wires. Distal leadwire was found to be broken under the balloon. Proximal leadwire was found broken at 4cm from distal tip. No visible damage or abnormality was observed from catheter body or balloon. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min without leakage. Engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during device preparation in a tavi procedure, the overpacing function of this swan-ganz pacing catheter did not work. The issue was solved by replacing the catheter. Patients demographics were unable to be obtained. There was no allegation of patient injury. The device was available for evaluation.